Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the pin component has fractured. A search of the complaint database against product code 201103016 did not find any additional reports of fractured or missing adapter base pin components. The root cause of the fractured pin is unknown. The event is being considered an isolated incident. Based on the inability to identify the root cause and the low frequency of reported events, no corrective action is being taken. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The box trial is missing a peg.